Event description:
It was reported that during central processing, the maryland bipolar forceps instrument black cable was loose. There was no patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The maryland bipolar forceps instrument was analyzed and found to have a segment of the conductor wire dislodged from the distal clevis. A loop of the wire protrudes above the outer surface of the main tube. The wire insulation was damaged, and the instrument passed the electrical continuity test. Components adjacent to the dislodged wire showed damage. The probable root cause is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing.